Manufacturer narrative:
Product analysis: performance data collected from the mobile programmer was received and analyzed. Analysis of the service logs found the customer comment that the mobile programmer base disconnected with the host tablet was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the mobile programmer base fully disconnected with the host tablet during the procedure, which was indicated by a cross noted at the top of the mobile programmer application display between the base and the host tablet. It was further reported that during interrogation, a suspected partial disconnect occurred, where dotted lines were shown on the screen for electrograms (egm) and a thin dotted line was noted at the top of the mobile programmer application display between the patient connector and the host tablet. However, there was not a yellow or red sign of disconnect or bad connection displayed at the time. It was noted that the wireless fidelity (wi-fi) connection was turned off before the procedure and the mobile programmer base was not located on a metal surface. No patient complications have been reported as a result of this event. Application version: 4.2.3 host tablet os version: 18.5.